Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. Device not returned.

Event description:
Partial lateral meniscectomy. Scheduled for revision to tka on (B)(6) 2016 due to progression of arthritis in the lateral compartment of the left knee.